Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. An ecr60b cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was disassembled to reset the bailout system and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device closed and opened as intended during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a closure of colectomy with bilateral ureteral stent, the device jammed ¿ would not fire. The device locked. The battery was removed and it still would not unlock. The device was not locked on tissue and never did open. Firing number and color of reload being used in unknown. A second device was opened and the case was completed with no patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing did the event occur? First. What color cartridge was being used? Blue. Were any staples deployed prior to the device jamming? No. Was any of the target tissue cut prior to the device jamming? No.